Manufacturer narrative:
Additional information: h6 (add code) and h11. H11: a review of the event history log (ehl) was performed, however, the reported event could not be identified. Infusions were investigated, and no excessive alarms or programming errors were identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A flow rate accuracy test was performed with passing results and was unit was successfully loading and run without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused medication during infusion. The issue was described as ¿did not deliver all medication¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.